Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/flush drive support disk. The motor was tested outside the insulin and passed. The insulin pump was unable to verify alarm in the alarm history due to history file overwritten. The insulin pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error twice during basal. The insulin pump also alarmed motor position encoder error. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 330 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.